Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. The insulin pump was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump 2 weeks ago. Caller stated that the pump will not turn on. Customer did not have a motor position encoder error alarm. Customer does not use the sensor feature on the pump. Customer stated that they were able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.